Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of device in clinic on (B)(6) 2018, an alert was displayed indicating capacitor charge time limit reached. The patient was asymptomatic. When manual capacitor maintenance was initiated, it also timed out. On (B)(6) 2018, patient presented to the physician¿s office. It was noted that the patient has had no vt episodes, no inappropriate hv shocks and no congestive heart failure. Patient has normalized ejection fraction. The plan is to continue to monitor the patient and device. The device change out will be re-evaluated if patient develops vt or chf.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable pre-procedure, during and post-procedure. The patient was discharged same day without incident.